Event description:
It was reported that the pump stopped fill tubing at 9.8 units with multiple cartridge during the load process. There was no impact to the customer's blood glucose level. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.